Manufacturer narrative:
The complaint-related device was not returned to lifecell. The lot information and specific information concerning the event was not reported. No conclusion can be drawn. Due to the lack of information received, this event is being reported. Device was not returned to lifecell.

Event description:
Lifecell's distribution partner, (B)(6), received a complaint reported by a patient of a device explant due to infection. The patient refused to disclose any medical information to (B)(6), or provide further details. The type of infection, lot information, physician contact details, procedure, and procedure date were not reported. Due to the lack of information, this event is being reported.